Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked battery tube threads. The insulin pump passed the displacement test, rewind, basic occlusion and prime tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the device was not exposed to an MRI. Assisted the customer to run the displacement test, and the test failed twice. While attempting to check the alarm history, the device alarmed motor error again and went to rewind loop. Advised the caller that the insulin pump is replaced and revert to back up plan. No further information was provided.